Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapies during physical training activity. Upon interrogation, a low out of range hv lead impedance and low sensing was noted. The device and lead was explanted and replaced. The patient's condition is stable.

Manufacturer narrative:
As received, the lead was cut and returned in two parts. External insulation abrasion was found at 40.3-40.7 cm from the distal tip consistent with lead friction to the device can. The rv conductor etfe coating was abraded at the same location and metal wires were melted and exposed. This is consistent with the observation from the field of low out of range hv lead impedance when the lead was in contact with the device can.